Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
During a normal device change out, when this lead was connected to the new device, the shock impedances were greater than 150 ohms. The vein was occluded so this lead was capped and the case was abandoned and the patient was referred for a sub-q ICD system.